Event description:
It was reported the patient experienced a loss of bladder control and a loss of therapeutic effect at night which began following a fall. Area of symptoms are perineum. It was noted the patient was ¿back to square one¿ and tried all four programs and was ¿to the point where they could not control. They were fine during the day, when they stand up, they¿re back to where they were.¿ it was stated the patient could not make it from the bed to the bathroom at night. The patient changed programs and ¿it slowed a little.¿ it was also stated the patient was afraid to turn it up any higher because their bottom had a little discomfort. At the time of report the patient was on program 3 at 4.40 volts. Reportedly the night symptoms returned about 2-3 weeks prior to report after the patient ¿sort of fell back against a cabinet, bumping the implantable neurostimulator (ins).¿ prior to the fall the ins was helping both day and night. It was noted a day after the fall the sensation went up and the patient had to turn it down. It was also noted prior to the fall the patient was on program 4 ¿up to maybe 7.4¿ and after the fall the patent could feel the sensation ¿real bad¿ and they tried to live with it for a day or so but they just had to turn it down, which was when the loss of control at night ¿kind of started.¿ the settings were changed to program 3. The patient was redirected to their healthcare provider.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v915099, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).